Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on 20 september 2022, where the ipg was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.